Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula was not felt going into the skin; this indicates a needle mechanism failure. Additionally, the patient mentioned upon removal, the cannula was found bent. The patient mentioned their blood sugar was already high because they had been off the pod for a while, however no specific bg values were provided. The pod was worn for less than an hour. There was no mention of treatment.